Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that the unit would not start, there were no "suspicious" errors in the logs and it passed its incoming vxi functional test. Analysis was able to confirm the customer comment that the stylus did not align with the cursor and the bezel shield assembly was therefore replaced and the stylus recalibrated to the touch screen. The hard drive was reconfigured and the software was reloaded and updated as a preventive, and the device then passed its final functional and systems tests and no other anomalies were found.

Event description:
It was reported that the programmer would not start, and that the stylus was not working. The programmer has been returned to service. No patient complications have been reported as a result of this event.